Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6).

Event description:
It was reported that the patient experienced inadequate pain relief. It was also noted that the patient found it difficult to charge on a consistent basis and the leads had migrated. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient experienced inadequate pain relief. It was also noted that the patient found it difficult to charge on a consistent basis and the leads had migrated. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. Additional information was received that the explanted devices were not returned as they were kept by the medical facility.